Manufacturer narrative:
The damage found was sustained during the surgical procedure, the lead was otherwise normal.

Event description:
It was reported that lead dislodgement was observed. The patient received shocks due to double counting. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.